Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2a, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent knee revision surgery due to the implanted bearing postoperatively rode up on the lateral tibial tray wall. A revision was performed to replace the bearing. Approximately 11 months and 3 days post-implantation. Attempts have been made, and all additional information received has been included in this report.

Manufacturer narrative:
(B)4). D10: item name# oxf uni tib tray sza lm/rl PMA; item number# 154718; lot number# j7763978. Item name# oxford ph3 cementless fem sz s; item number# 154925; lot number# 66390975. G2 ¿ foreign ¿ japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.